Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: surgeon proceeded to fire first staple cartridge on small bowel (first firing during procedure) with device with a vascular load. He only wanted to go to "45mm" using the "60 mm" cartridge and thus "inched forward" in incremental amounts until he got to the 45 mm marking. Upon opening the stapler jaws it was noted that there were unformed staples along the entire staple line. Bleeding required clipping of staple line. Surgeon changed back to his regular stapler. As a result of the malformed staple lines surgeon had to resect out the two affected portions of bowel before being able to continue the procedure. This added about 20 minutes to the case. The resected bowel was collected in an endo-catch gold pouch and removed for inspection at the end of the procedure. Intra operative photographs were received. Upon review of the images, it was concluded based on the event description and lack of clear photographic evidence that it cannot be determine what may have caused the complication experienced with the firing of the device utilizing a white staple cartridge. The device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. No obvious damage to the cartridge deck, which suggests the cartridge may not have been fired over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an unknown procedure, on the 1st firing using a white reload, the device misfired. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.